Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35w non-sterile lot# 73b1800441 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler gets stuck and other times it does not close properly.